Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). One hundred (100) unused samples in original packaging returned for evaluation. The samples were subject to a visual evaluation with passing results. 50 of the 100 samples returned were tested as per specification with passing results. No leak was observed during the testing of the returned samples. Based on the evaluation of the samples returned the defect reported by the customer is not confirmed. The returned product was functionally tested per specification and the reported defect was not able to be replicated or confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: detailed inquiry description: leaking blood after connected to the IV catheter and to be honest it's a flow not dripping. It's not every valve but several. No injury reported.